Manufacturer narrative:
(B)(4). Conclusion: the device was returned with the tissue pad damaged, melted and 100% present and not detached as reported by the customer. In addition, the blade tip was intact and not broken off. The device was connected to a test hand piece and gen11 and it did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were noted. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent 7-30-2015. Additional information received: the tissue pad detached and did not fall into the patient and the titanium blade did not break, correct? Correct. Is the tissue pad returning with the device? Device was wrapped and I did not inspect to see if tissue pad was returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # m90x36. Additional information was requested and the following was obtained: did broken blade tip fall into patient? No. Was broken blade tip retrieved? Further information told me it was the white pad not the blade itself. Is broken blade tip being returned with rest of device for analysis? Yes. If not being returned, why is broken blade tip not coming back for analysis? Was broken blade tip discarded? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, the tissue pad detached and did not fall into the patient and the titanium blade did not break, correct? Is the tissue pad returning with the device?

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the tip of the device broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.